Event description:
It was reported there was an occlusion error and a damaged membrane. There was unknown patient involvement.

Manufacturer narrative:
E1: (B)(6). H3: one device was returned for repair in used condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Physical evaluation of device found a damaged downstream occlusion (dso) seal. The error history log shows many "high alarm displayed: downstream occlusion" messages. The customer problem was duplicated. The primary problem was defective dso sensor. The dso sensor and the dso seal were replaced.